Event description:
The pt was admitted with right knee patellofemoral stress syndrome for right knee arthroscopy with open lateral retinacular release. While performing a lateral retinacular release using an arthrocare wand probe, the tip of the probe broke off within the knee joint. The tip was not immediately visible. Multiple attempts at lavage were used. Intraoperative x-rays at that point reveal tip of the probe was still in the knee. The c-arm was utilized. The tip was noted to be located in the posterior aspect of the knee. A fourth arthroscopic portal was established and blunt dissection was used to insert a hemostat into posterior lateral corner of the knee. The tip was retrieved.